Event description:
On (B)(6) 2014; during a follow-up call; a pd nurse reported patient passed away on an unknown date in (B)(6) due to respiratory failure secondary to cardiomyopathy.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the alleged complaint was not confirmed. A visual inspection was performed and no defects or issues were detected. The simulated treatment was performed and completed without any failures or problems. The device history records were reviewed and there were no deviations or non-conformances during the manufacturing process. In addition, the labeling, material, and process controls were within specification range. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received.